Event description:
It was reported via repair work order that the bed exit did not alarm and allegedly the patient fell out of the bed. The customer further reported that prior to putting the patient into the bed, they were aware that the bed controls and alarm system were not functioning, and therefore they were not able to set bed exit once the patient was in the bed. Upon evaluation of the unit by the service technician, it was found that the scale was inaccurate due to a calibration issue, which prevented bed exit from being set. The patient reportedly suffered a laceration to their head which required sutures.